Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement of 127 ohms. Review of the data found that the shock impedance had been gradually rising over the last year. Boston scientific technical services (ts) discussed options including monitoring or performing commanded shocks. The clinic has reached out to the patient multiple times without success. The clinic did note that no further out of range impedance measurements have been observed on the remote home monitoring system. At this time the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the clinic received another alert for continued high out of range shock impedence measurements. The clinic noted that they are still attempting to bring the patient in for evaluation and additional testing, but have been unsuccessful at getting the patient to schedule a follow up visit. At this time the rv lead and ICD remain in service and no adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that a revision procedure was performed due to the high out of range shock impedance measurements. During the revision the rv lead was surgically abandoned and the ICD was explanted. It was noted that the increase in shock impedance measurements had been gradual. A new ICD and rv lead were successfully implanted and no additional adverse patient effects were reported.